Event description:
Reporter alleges the pt's implant was ruptured and was removed and replaced with a saline implant. Reporter also alleges the pt had abnormal serpiginous lines within the right breast implant that is compatible with intracapsular rupture.